Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of the implantable pulse generator (ipg) system, the right atrial (ra) lead exhibited unipolar and bipolar high impedance measurements. Review of the device data indicated both the bipolar and unipolar open circuit pace counters have counts, so, the ra lead tip is affected. Based upon the electrogram (egm), it appeared the lead was missing at least one contact. Thus, ipg setscrew was suspected. Subsequently, the ra lead was re-positioned. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one day post implant of the implantable pulse generator (ipg) system, the right atrial (ra) lead exhibited unipolar and bipolar high impedance, and fluctuating impedance measurements. Review of the device data indicated both the bipolar and unipolar open circuit pace counters have counts, so, the ra lead tip is affected. Based upon the electrogram (egm), it appeared the lead was missing at least one contact. Thus, ipg setscrew was suspected. Subsequently, the ra lead was re-positioned. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.